Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side ¿silicone remnants¿ without rupture (side not specified). Patient additionally reported that they are very worried about the recall. Device remains implanted.